Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a pe el-away sheath with a damaged tip and a dilator with a bend body at 6.5 cm from the hub base. The bend in the dilator body indicates that resistance was met during insertion. No additional defects were observed on the dilator. The sheath tip could not be measured due to the damage. However, the dilator was able to pass through without resistance. The sheath tip damage is consistent with hitting or pushing against a hard surface during insertion. A review of manufacturing records did not yield any relevant findings. The provided instructions provide insertion techniques for the sheath/ dilator assembly and states to enlarge the puncture site with a scalpel prior to insertion if necessary. The customer did not report their insertion technique or if they enlarged the puncture site. Based on the reported information, the time of discovery and the condition of the sample, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the procedure was being performed in the ICU. The clinician was inserting the sheath into the patient's right basilic. During insertion the tip of the sheath started to "curl back". It became unusable. As a result, a new kit was opened and a new sheath was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.